Event description:
It was reported that patient suffered seizure while using bone healing unit. Patient has previous history of seizures while using tens units. Patient forgot these occurrences before using bone healing systempatient has since stopped using the devise and has not had no other adverse effects.

Manufacturer narrative:
Device enroute to facilty for evaluation.